Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Following completion of the procedure, the system was evaluated. The evaluation found that the reported issue previously occurred, however they were unable to replicate the reported issue. No additional information was provided. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system monitor emitted a sound and then became unresponsive. The system was restarted and the monitor displayed "no signal". The navigation system was restarted to resolve the reported issue. The surgeon completed the procedure with the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.